Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported perforation is a known adverse event listed in the rx voyager instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The graftmaster, is being filed under a separate MFR number.

Event description:
It was reported that a perforation occurred during predilatation of the left anterior descending artery with a voyager balloon dilatation catheter. A graftmaster stent was selected for treatment of the perforation; however, it would not cross. A dilatation balloon was used to sucessfully seal the perforation with no patient residual effects. No additional information was provided.